Manufacturer narrative:
Investigation pending.

Event description:
Caller reported unexpected high inratio inr results when testing on (B)(6) 2016. The results were as follows: (B)(6) 2016: 1st inratio test=7.5, 2nd inratio test>7.5. Testing was performed 5 minutes apart; no alternate test method was performed. More than one drop of blood was used. The reported therapeutic range: 2-3. Previous result: (B)(6) 2016: inratio=1.9. No lab results. It was reported that there were no recent changes to patient's medications.

Manufacturer narrative:
It is indicated that the product is not returning for evaluation. Therefore, a review of the in-house testing history of strip lot 388374a was performed. In-house testing on the strip lot met release criteria and the product performed as expected. The manufacturing records for the lot were reviewed and the lot met release specifications. An improper technique was identified in the complaint. This could not be ruled out as a cause for the complaint. The customer did not provide a comparative for the reported in ratio value. It is not possible to verify if a discrepancy exists without this information. Based on the information available, there is no indication of a product deficiency and no corrective action is required.